Event description:
It was reported that during an unknown procedure, the 1st device could not fire at the 2nd stroke of 1st firing. The reload unit could not be removed from the device. The surgeon changed the 2nd device but it could not fire at the 1st stroke. Changed another reload unit to complete the procedure. There were no adverse consequences for the patient. Two devices and two reloads will be returning.

Manufacturer narrative:
(B)(4). Instrument a: idler gear. Instrument b: (B)(4), exp date: 05/17/2016; MFR date: 06/17/2011; incomplete-interrupted cycle. The analysis results showed that one ec60 device (a) was returned in good visual condition and with a reload present. The reload was received partially fired. The firing mechanism was noted to be damaged as the knife was noted to be in the home position and the three stroke indicator was between 2 and 3; no functional test could be performed with the returned device. However, the returned reload was tested for functionality with a test device. The device was disassembled to verify the condition of the internal components and the release button and several idler gear teeth were noted to be damaged, in addition the idler gear and indicator gear were noted to be desynchronized. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open. The ec60 device (b) was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The cartridge was loaded into the device without difficulties noted.